Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limit alarm, frozen screen and un response button due to blank display. Moisture damage keypad traces during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stopped working and battery out limit alarm but it led us to frozen display. Customer's blood glucose level was 107 mg/dl. Customer stated that the alarmed after battery change. Customer reported they were unable to clear the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.